Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned a high result not corresponding to the clinical picture for 1 patient tested for tina-quant cystatin c gen. 2 (cysc2) on a cobas 8000 c (701) module. The cysc2 result was 1.85 mg/l. The glomerular filtration rate (gfr) calculated from cystatin c was 33.8 ml/min. The patient had a normal creatinine result of 0.95 mg/dl and a normal creatinine clearance of 93.6 ml/min/ko indicating the patient had normal renal function. A normal cysc2 result (0.61 - 0.95 mg/l) was expected. It is not known if the high result was reported outside of the laboratory. The customer suspected a possible interference with the patient's medication of wobenzym. The c701 module serial number was (B)(4).

Manufacturer narrative:
It was clarified that the high result was reported outside of the laboratory where the doctor noticed the difference in the cysc2 and creatinine results and questioned the high cysc2 result.